Event description:
An original equipment MFR based in foreign country, reported to us that, the water entering the mr290 humidification chamber exceeded the limit line of the humidification chamber. Water over-flowed into the circuit and ventilator. No pt harm was reported.

Manufacturer narrative:
The device is expected to be sent back to fisher & paykel healthcare results: investigation still underway, no results to date. Conclusions: no conclusion can be drawn at this time.